Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) in both unipolar/bipolar configurations. A couple of weeks ago the thresholds were 0.6 v and now there is no capture at 5v. The lead had dislodged, therefore it was surgically abandoned at a surgical intervention. No additional adverse patient effects were reported.